Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with right inguinal hernia and umbilical hernia thereby underwent laparoscopic and open repair with implant of 3dmax (device 1) and ventralex mesh (device 2). Per op notes, ¿the defect in the umbilicus was identified with bowel. The bowel was reduced. A ventralex mesh (device 2) was placed and secured with sutures. On the right inguinal region, the hernia defect was identified and reduced. A 3dmax (device 1) was placed and secured with sutures.¿ (B)(6) 2020 - patient was diagnosed with recurrent umbilical hernia with pain, recurrent left inguinal hernia and bilateral inguinal pain thereby underwent robotic assisted laparoscopic repair with excision of ventralex mesh (device 2) and implant of 3dmax light (device 3). Per op notes, ¿omental adhesions to prior mesh (device 2) were lysed. The extruding prior mesh (device 2) was excised entirely. The recurrent defect was repaired primarily with sutures. On the left inguinal region, an indirect hernia sac was noted and reduced separated from the cord structures. The ilioinguinal, genitofemoral and femoral cutaneous nerves were noted and portions were removed. A 3dmax light (device 3) was placed and sutured. On the right inguinal region, pain in the distribution of the ilioinguinal and genitofemoral nerves. The prior mesh (device 1) was in good position. No evidence of recurrence. The ilioinguinal, genitofemoral, femoral cutaneous nerves were excised and sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. This MDR represents the 3dmax (device 1). Additional supplemental emdr was submitted to represent the ventralex (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.